Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tapp. The inziin bag was used as it is described in the IFU. When the bag was pulled out, it was discovered that there was a metal part responsible for opening the bag was at the open end of the bag. The metal part could be salvaged by the trocar. It looks like a branch was jammed when the trigger was pulled back. It then detached itself from the anchorage. Additional information received from sales representative by phone on 03/25/2019: the customer has been using the inzii bags for a while now and is familiar with their use; you [sales representative] were outside the operating room when it happened, so you only have the details you were given afterwards; it was a tapp procedure, but the surgeon had found some tissue they wanted to remove, and used the inzii for this; the support bent either during actuation of the plunger or retraction of the plunger; the support did not fall into the abdominal cavity, but was caught in the bag opening. Patient status: no patient injury. Type of intervention: retrieval of metal support.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering confirmed that one of the prongs had detached from the device. Upon inspection, engineering observed that the detached prong was missing a bend. Based on the condition of the returned unit, the support had detached from the device due to the missing bend in the prong, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this type of event has been evaluated and found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: tapp. The inziin bag was used as it is described in the IFU. When the bag was pulled out, it was discovered that there was a metal part responsible for opening the bag was at the open end of the bag. The metal part could be salvanged by the trocar. It looks like a branch was jammed when the trigger was pulled back. It then detached itself from the anchorage. Additional information received from sales representative by phone on 25mar2019: -the customer has been using the inzii bags for a while now and is familiar with their use; -you [sales representative] were outside the operating room when it happened, so you only have the details you were given afterwards; -it was a tapp procedure, but the surgeon had found some tissue they wanted to remove, and used the inzii for this; -the support bent either during actuation of the plunger or retraction of the plunger; -the support did not fall into the abdominal cavity, but was caught in the bag opening. Patient status: no patient injury type of intervention: retrieval of metal support